Manufacturer narrative:
Correction to UDI now provided. A medtronic representative went to the site to test the equipment and replaced the motion batteries. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while transporting the imaging system, the motion batteries within the system were not holding a charge. No additional information was provided. There was no patient present when this issue was identified.